Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly was noted during testing. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose is 495 mg/dl. The customer treated with shots. The customer reported the drive support cap to appear normal. The customer performed high pressure test and it failed. The insulin pump will be returned for analysis.